Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the helix was returned slightly bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low escape rate and a possible micro perforation from their right ventricular (rv) lead. The patient also experienced diaphragmatic stimulation. It was noted that there was also high thresholds on the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low escape rate and a possible micro perforation from their right ventricular (rv) lead. It was noted that there was also high thresholds on the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.